Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 09 april 2025, a 12-10mm amplatzer duct occluder was selected for a procedure using a 7f amplatzer torqvue delivery system to treat a patent ductus arteriosus (pda). The pda was measured at 21.6mm. The sizing of the device was determined with intracardiac echocardiography (ice). Fluoroscopy and ice were used during the procedure. During deployment the occluder moved to the pulmonary side. An attempt was made to partially re-capture the occluder and re-deploy, however the occluder could not be partially re-captured to the delivery system. Upon the third attempt to re-capture the occluder, the occluder prematurely detached from the delivery cable and embolized to the right pulmonary branch. The patient remained hemodynamically stable throughout the procedure but was noted to have lost a small amount of blood. The patient was transferred to surgery to remove the occluder. The patient status was stable.

Manufacturer narrative:
An event of device migration (embolization), during the implant procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received and without the device to analyze, the cause of the reported embolization is likely due to the retraction problem and premature separation of device that led to the device embolization. However, this could not be conclusively determined. The reported bleeding was a result of case-specific circumstances, the patient was taken to the operating room for surgery to remove the embolized occluder. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From cine review: a 1 second video clip was provided of a partially recaptured occluder. No imaging of the embolized occluder was provided. Full procedure imaging would need to be provided to confirm the event.